Manufacturer narrative:
G4: 12aug2020. B4: 18aug2020. H11: h6: patient code updated: the device was in use at the time of the event, and there was no delay to patient therapy. H10: it was reported to philips that the alarm light (led) of the machine is always on without affecting its use. A philips authorized service personnel (asp) was dispatched to the customer site, and the reported issue was confirmed. The significant event log was checked, and no errors were noted. According to the conclusion of the evaluation conducted by the philips asp, the reason for the alarm light was that the internal parts of the machine were dusty. The asp cleaned the inner parts of the device and restored them to normal use. The device was tested and confirmed to pass all operational tests and was returned to service. . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04may2020.

Event description:
The customer reported an alarm issue. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.